Event description:
I first started noticing pain just under my breast, on the right side. Actually, under my breast implant. The pain comes and goes, and even to sharp at times. Prescriptions too numerous to list here. I take approximately 26 pills every morning (all are rx ) and again maybe more at bedtime. Again, I also take several different vitamins daily+ allergy medication (a name brand that starts with a z) for a constant runny nose x 1 year now fyi: my husband is in charge of all my medications and dispenses them to me. FDA safety report ID# (B)(4).